Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient with an implanted edwards aortic valve underwent an implant of a transcatheter valve within the existing subject aortic valve (valve in valve procedure) after an implant duration of approximately ten (10) years. The reason for reoperation has not yet been provided to edwards.

Manufacturer narrative:
Additional manufacturer narrative: report of a transcatheter implant inside a surgical aortic valve after an implant duration of ten (10) years; the reason for reoperation was not provided despite multiple attempts with the healthcare provider. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthesis failure modes include calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation bioprosthetic failure such as patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.